Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The caller indicated that the patient claimed that the stimulator is out of service and is not working. They were implanted with a competitor device. The patient's remote does not power on and nothing has worked for 6-7 months. The caller planned to scan the l-spine. Reviewed MRI information. Additional information was received from a patient (pt). It was reported that they noticed that their stimulation stopped working when they had surgery around july or august; the patient added that they were asked by the healthcare provider (hcp) to call and request for a manufacturer representative (rep) to be present during their upcoming MRI. The patient said that they tried turning on the stimulation multiple times together with the patient's representative (pt rep) but failed to do so. The patient said they charged both the communicator and the handset. Agent attempted to assist the patient on turning on their stimulation but the patient refused and mentioned that they do not know how to use their device and that they were not that good with english; pt rep was not present during the time of the call. Agent sent request to reps in the area to contact the patient. Additional information was received from a patient (pt). It was reported that the patient (pt) is having difficulties with their device. The pt mentioned the device was on its highest settings but they still had struggles with their bowels and bladder, the device was not working like it used to. The pt said they did MRI scans and the technicians weren't sure if it was safe or not during the MRI. The pt followed the directions on resetting the device however nothing changed. The pt said they were unable to do regular activities. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.